Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that inaccurate sensor readings caused her pump to inappropriately suspend. The patient's sensor glucose was 64 mg/dl and her blood glucose was 114 mg/dl. The customer mentioned that there have been multiple instances of the pump inappropriately suspending. Troubleshooting was initiated for the sensor readings and the customer was advised on proper insertion technique and taping methods. No products were returned and a replacement sensor was shipped to the customer.